Manufacturer narrative:
No button error alarm was noted during failure analysis. The insulin pump was received with no button response due to j2 button keypad connector unlocked. Unable to perform functional test due to keypad anomaly. No unexpected unit stuck on screen noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a stuck screen. The insulin pump was saying they had a low reservoir. They did not have a reservoir in the insulin pump. The customer's blood glucose level was 187 mg/dl. They had a button error. The escape button was not responding. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.